Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The patient/layperson alleged that her onetouch ultra meter result on the day of the call was inaccurately elevated at "179" mg/dl. The patient reportedly obtained the result at 8:30 a.m in 2008, and within less than 5 minutes while preparing breakfast, the patient felt "nauseated, real weak, shaky and light headed." The patient then drank milk, ate breakfast, and then took her usual dose of metformin and glipizide. Because the patient had the wrong control solution, she was unable to perform a quality control test for the cca. The cca replaced the meter, strips, and control solution. The complaint is classified as MDR reportable due to the symptom "shaky", which can be associated with hypoglycemia.